Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that two speedband superview super 7 devices were used during a colonoscopy procedure performed on (B)(6) 2021. During the procedure, the first device would not fire any bands. A second device was used, and the bands were able to deploy; however, they would not stay on and kept falling off the mucosa. There was no difficulty experience when setting up the device. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.